Manufacturer narrative:
Additional information has been provided. The discrepant results were reported outside the laboratory. The carbimazole therapy was stopped on (B)(6) 2014. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results.

Event description:
The customer alleged they received questionable free thyroxine (ft4) and free triiodothyronine results for one patient on their e602 analyzer. The customer was questioning three patient samples, but only provided data for two samples with discrepant ft4 results. The customer stated the high results did not fit clinically with the patient. The patient's initial ft4 result was 45 pmol/l. The sample was tested on an autodelfia analyzer and the result was 15.7 pmol/l. On (B)(6) 2014, the patient had a second sample tested and the ft4 result was 44.9 pmol/l. The sample was then tested on the autodelfia analyzer and the result was 14.6 pmol/l. The customer stated that some of the ft4 and ft3 results were reported outside the laboratory. Additional information on which results were reported was requested but not provided. The customer stated that before the results could be checked on another method, the patient was started on carbimazole. Additional details were requested but not provided. Information on whether the patient was adversely affected was requested but not provided. The ft4 reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
Two vials of patient sample were returned for investigation. The customer's elevated ft4 results were reproduced. The presence of an interfering factor to streptavidin was identified. This interference is covered in the product labeling.

Manufacturer narrative:
This event occurred in (B)(6).